Event description:
Knee was really swollen up [joint swelling]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician and a nurse via a sales representative regarding a female pt (age not provided), initials (B)(6). The pt's medical history was overweight. On (B)(6) 2012, the pt initiated treatment with synvisc one (hylan g-f 20) injection in the left knee (route and dosage regimen not provided). On (B)(6) 2012, the pt experienced reaction in the knee reported to be really swollen knee. On (B)(6) 2012, the pt had a steroid injection. On an unspecified date in (B)(6) 2012, arthrocentesis (osteosthentesis) of knee was done and the fluid aspirated was very, very cloudy, blood and synovial fluid culture were done which showed negative results. The action taken with synvisc one was not provided. The outcome for the events of "knee was really swollen up" and event of knee effusion was not provided. Relevant concomitant medications were not provided. The intensity for both the events was not provided. The reporting physician did not provide the relationship between synvisc one and the events.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2012. Evaluation summary: the product and quality control documentation for lot # q1218, with expiration date (2015-03) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.